Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic conducted a post market clinical follow-up (pmcf) survey to seek out potential new risks and assess performance of the endeavor resolute rx coronary drug-eluting stent. Survey results from an interventional cardiologist in practice 14 years. In the past 12 months, the physician has used the endeavor resolute stent 500 times. 150 of the smallest (2.25 x 8 mm), 250 intermediate (2.25 x 12 mm to 4.00 x 34 mm) and 100 of the largest sizes (4.00 x 38 mm) of these stents were used. The following complications adverse events/effects were encountered in the using the endeavor resolute product over the last 12 months: 4 balloon rupture events, all related to a pre-existing condition or comorbidity the following device complaints were encountered in procedure when using the endeavor resolute product over the last 12 months: 11 deployment difficulties events were reported with no impact on the procedure. Insertion difficulties were encountered in 9 events, all of which resulted in no impact on the procedure. Incomplete stent expansion was encountered in 15 events, all of which resulted in no impact on the procedure. It was also reported that in 12 events the device did not perform as expected in terms of dilation of the target lesion. It was stated that after the dilatation, the lesion appeared to be prolonged.